Event description:
It was reported that the pt had a nuclear stress test with contrast for her heart. The pt was told by the health care professional that the IV contrast could cause upset stomach. The pt stated that she did not "feel well right away" after the contrast was put into the IV and has not been able to "keep her food down." The pt reported vomiting. The pt was concerned that the test might have turned off the device. Additional info has been requested. A follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.